Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), they noticed that it was not rolling correctly and when they tried to remove the partly-rolled heartstring from the loading tool, it did not come out as expected. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on (B)(6) 2019 and investigated on (B)(6) 2019. Signs of clinical use and no evidence of blood were observed. There was no blood in or on the delivery tube. The slide lock was engaged and the plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at 0.198 inches , the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.49 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint failure fitting problem was confirmed.

Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), they noticed that it was not rolling correctly and when they tried to remove the partly-rolled heartstring from the loading tool, it did not come out as expected. A replacement device was used to complete the procedure. No patient involvement.